Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable calcium gen2 result for one patient on their integra 400 plus analyzer. The patient's initial calcium result was 12.77 mg/dl accompanied by a data flag and it was reported outside the laboratory. The doctor questioned the initial result and requested a re-draw. The result from the re-drawn sample was 8.14 mg/dl accompanied by a data flag. Because of the difference between the two results, the customer re- centrifuged the sample and repeated it. The repeat result was 7.93 mg/dl accompanied by a data flag. There were no adverse events. The calcium reagent lot number was 69275401. The expiration date was requested but not provided. A repeatability check was performed and the instrument worked perfectly.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details for further investigation were requested but not provided.